Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons stopped working. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that using the down arrow did not allow them to navigate screens. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted.